Event description:
During a diagnostic cardiac catheterization, cardiologist used the safety scalpel from the angiography pack to nick the skin prior to inserting the sheath for the procedure. When cardiologist pressed the scalpel to retract the blade, the blade few out the back and onto the floor between 2 members of the surgical team. No injury noted to staff. Manufacturer response for angiography pack, scalpel no. 11 safety (per site reporter). Equipment failure reported to medline industries customer service rep. Complaint notification number (B)(4). Product available for return to manufacturer. Product to be returned.